Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station intermittently fails to fill station medications from tj-5gibor, even when they below par. A technical support specialist resend the messages from the server to the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system intermittently fails to fill station medications from tj-5gibor, even when they below par. The customer reported that the user was able to retrieve medication from the another station. There were no adverse events or injuries reported based on this event.